Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. Upon evaluation the monitor was intermittently resetting during pulse testing. Additionally, liquid contamination was found on the j1002aa and j1003aa connectors. A root cause analysis of similar units identified the root cause for the pulse testing resets as noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. It is unable to be positively determined if the cause of the pulse test failure at the distributor was the propagating noise or the liquid contamination on the connectors. The root cause of the contamination was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test during device refurbishment.